Event description:
Per the clinic, the patient experienced poor sound quality and open circuits were noted on e7 to e22 electrodes. The patient also experienced migration of the electrode array; however, the patient still received limited benefit from the device use. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 24, 2025, was filed inadvertently. No device malfunction or serious injury has occurred.